Event description:
It was reported that during the atypical flutter procedure catheter was selected for use. It has been mentioned that after washing the introducer and verifying the seal, during the procedure bubbles were observed coming from the catheter during insertion of farawave. The catheter was removed and re-aspirated, and the seal appeared to be good. When the catheter was re-inserted, the bubbles reappeared. To resolve the issue, the faradrive was replaced. The procedure was successfully completed with the new device. No patient complications have been reported. The product return status is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Correction to the initial MDR in block(s): b5, d1.

Event description:
It was reported that during the atypical flutter procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after washing the introducer and verifying the seal, during the procedure bubbles were observed coming from the catheter. The catheter was removed and re-aspirated, and the seal appeared to be good. When the catheter was re-inserted, the bubbles reappeared. To resolve the issue, the faradrive was replaced. The procedure was successfully completed with the new device. No patient complications have been reported. The product return status is unknown. It was further reported that the procedure was completed successfully by using another faradrive. Device is expected to be returning. No other issue has been reported.